Manufacturer narrative:
The customer¿s product data has been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported an unspecified issue with the adc application, indicating that it did not work. As a result, the customer had a medical event and reported requiring third-party medical treatment, but no details were provided as the customer refused to further troubleshoot. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Successfully scanned a sensor using the ios version of the app. Could not replicate the user complaint from provided information. Therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported an unspecified issue with the adc application, indicating that it did not work. As a result, the customer had a medical event and reported requiring third-party medical treatment, but no details were provided as the customer refused to further troubleshoot. There was no report of death or permanent injury associated with this event.